Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a [type of procedure] procedure. It was reported that the site was unable to establish network communication with the imaging system. The site re-booted and it did not resolve the issue. The site used a different navigation system to finish the case. There was a delay of less than one hour and no reported impact to patient outcome. Additional information was received: a representative noted that user was no selecting the navigation system from the patient screen when connecting the navigation, and imaging system. After this was explained to the user the issue was resolved.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a spine procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the software functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the user was not selecting the stealth station from patient information screen when connecting the stealth to the o2. After this was explained to the user the issue was resolved.